Event description:
Same patient as: 2134265-2011-03231, 2134265-2011-03227, 2134265-2011-03228. Same case as 2134265-2012-05311. It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina and restenosis.. In (B)(6) 2011, the patient experienced a st elevated myocardial infarction and a re-intervention. In (B)(6) 2011, the patient experienced an st elevation myocardial infarction and required a re-intervention with placement of a 2.25x28mm and 2.25x16mm ion stents in the diagonal. In (B)(6) 2011, the patient experienced shortness of breath due to underlying coronary artery disease. In (B)(6) 2012, the patient presented with dyspnea on exertion. The patient was diagnosed with stable angina and hospitalized. Cardiac catheterization was recommended which revealed 100% occlusion in the 1st diagonal. The 90% in-stent restenosis of previously placed ion stents in 1st diagonal was treated with pre-dilation and placement of 2.25 x 22 mm and 2.25 x 26 mm non bsc drug eluting stents in an overlapping manner with 0% residual stenosis. The event was considered resolved with residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).